Manufacturer narrative:
The reported events of no sensing and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Dissection of the lead found the inner insulation was damaged at the suture tie region. The cause of the reported events was due to damaged inner insulation caused by overtightening suture consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, a loss of sensing and low pacing impedance measurements were noted on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable with no consequences.